Event description:
It was reported that the health care provider (hcp) was refilling the pump today and they were expecting 7.5ml but actually received 3.5ml. The hcp with that saw bubbles to confirm it was empty. The hcp then refilled the pump and was only able to get 13ml into the reservoir so she then aspirated the contents of the reservoir and aspirated 42ml. A volume discrepancy then of expecting 7.5ml and actually receiving 32ml occurred. The hcp then filled successfully with 40ml. The previous refills in (B)(6) 2014 had an expected residual volume (erv) of 2ml and an actual residual volume (arv) of 2.6ml. In (B)(6) of 2013 the erv was 4ml while the arv was 8.2ml. The patient was reported currently loose, not tight. They had decreased the patient¿s oral baclofen in (B)(6) 2014 as well. It was also reported they had confirmed the programming was accurate, there was a question that the hcp had that the patient had a refill and they were not aware but the programming was found to be accurate. There were no alarms and the logs were checked. A dye study was discussed however it was confirmed if one was going to be performed. The device system was used to deliver gablofen. It was later reported that the patient was having no symptoms. The cause of the discrepancy, if any troubleshooting or other actions were taken and how the patient was doing were all unknown to the device manufacturer representative. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).